Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the lead was explanted due to noise/improper sensing which was confirmed prior to implanting new lead. Atrial channel on previous device exhibited noise as well when testing the new lead with the old device.